Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase in impedance that rose from 350 ohms to over 900 ohms. The physician is aware of this increase and plans to address the issue at the device change out procedure. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.